Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that a staff was able to purchase a 3rd part pca keys from an online retailer ((B)(4).com) and the customer reported concerns for pca diversion. There was no reported patient involvement.